Event description:
It was reported that during a lap gastric bypass procedure, that the surgeon advised that the clips were not forming properly. No patient consequence. Case completed with another device of the same product code.